Manufacturer narrative:
Additional information has been requested. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
A customer reported that they had eye tracker issues during a lasik procedure. They were unable to complete the procedure, and may complete it after three months. Additional information has been requested.